Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, a biosure ha screw broke in half whilst screwing in the tibia. The specialist felt a pop halfway screwing, pulled it out and half the screw was on the driver and half was in the patient. Nothing was left inside the patient; the half was pulled out with a pair of graspers. The procedure was resumed, after a 5-min delay, using an equivalent s+n back-up in the originally drilled bone hole. Additional anesthesia was required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with a s&n patient chart-stik label with the batch number of the complaint on it. The screw is fractured between the distal and proximal threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.